Event description:
Philips received a complaint on the v60 ventilator indicating that there was an issue with the backup battery. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer stated that the device was only working when plugged into alternating current (ac) power, and not when on backup battery power. The part information for the battery was provided to the customer. Further work is pending the completion of onsite service. This investigation is ongoing.

Manufacturer narrative:
E: phone +34932275400.

Manufacturer narrative:
On 09oct2025, the replacement backup battery was received and the fse went to the customer site to install the replacement part. Following the part replacement, the fse charged the new backup battery for 5 hours and confirmed that it was fully charged and the device was working as intended, confirming resolution of the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
In a good faith effort (gfe) response from the field service engineer (fse) received on 13dec2024, it was stated that there was no issue with the device, and it was working correctly, but the battery was still being requested. In an additional gfe response received on 18dec2024 from the fse, it was clarified that the battery replacement was a preventative measure due to the battery being older than 5 years old. Further onsite service and the replacement of the battery is pending delivery of the part. The investigation is ongoing.